Event description:
It was reported that the pt could not adjust stimulation. The pt had gone to their healthcare provider (hcp) to get his toe nails removed and had turned off the device. The pt, after the procedure, could not turn stimulation back on. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was the patient being unable to turn the device on after foot surgery. No abnormal impedances were noted. It was reported that there was premature battery depletion. A surgical revision was scheduled for (B)(6)-2011. The manufacturer's device tracking registry confirmed that the device was removed and replaced on the scheduled date. It was later reported that the patient did not have concerns with his device or therapy, and stated "it's a wonderful device. I like it real well."

Manufacturer narrative:
(B)(4).